Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implant duration of two days, cardiac tamponade due to a perforation was reported. No further adverse pt side effects have been reported. The lead was explanted and replaced with a new one.

Manufacturer narrative:
Upon receipt, the lead was subjected to a functional analysis. The performance of the device under complaint was scrutinized. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. A measurement of the surface pressure (i.e., the contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. The measurement did not demonstrate any deviations from the technical specifications. The cuttings of the insulation occurred most likely during the explantation procedure.